Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet device sustained a cracked screen several months prior and recently progressed to partial touchscreen functionality, with the display operating on only half of the screen; the issue relates to a fracture of the touchscreen component. The user did not experience injury. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed stress-related damage consistent with a fractured touchscreen, aligning with a device component issue localized to the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.